Event description:
It was reported that the customer was hospitalized with high blood glucose readings of over 600 mg/dl. Customer was treated with fluids and a manual injection at the hospital. Customer declined troubleshooting and their blood glucose readings at the time of the call were 212 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.